Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the ventilation filters were not functioning properly in the ophthalmic system and did not allow air to enter the bottle as soon as a vacuum formed during surgery. Air bubbles were observed rising in the balanced salt (bss) bottle. To resolve this, a cannula was inserted into the top of the bottle to allow flow, but this compromised the sterility of the solution. The patient subsequently experienced inflamed eyes, and a case of endophthalmitis was reported. The surgery details were not reported. This report is pertaining to ophthalmic system involved in the event. This report is pertaining to one of two reports from the same facility.

Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.